Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 6.5 years post-op, the patient was revised due to pain. It was noted that the space gap between the femur and tibia was originally tight and after explanting the poly and tibial component, the two devices were fractured. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42538000501 - partial tibial cemented size e left medial - 63886708. 42518200510 - partial articular surface left medial size e 10 mm thickness - 63784920. G2: foreign country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6: proposed component code: mechanical (g04) - femur. The event cannot be confirmed. No product was returned or pictures provided of the explanted femur; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.